Manufacturer narrative:
Date of event: the event occurred on an unreported date in december 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. It was not reported if the patient was hospitalized for the event. The cause of the peritoneal inflammation was unknown. On an unspecified date, the patient was treated with cephalosporin and an unspecified antibiotic (dose, route, and frequency not reported) for the event. At the time of this report, the patient outcome was not reported, and pd therapy had been stopped. No additional information is available.